Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. It was noted that pumping had not begun. The helium tank was full, there was no blood in the helium tubing, and there were no visible kinks in the catheter. Several attempts to autofill were made. Under fluoroscopy, the iab was confirmed to be in the correct place. The iabp was switched out with a different cardiosave iabp, but the same issue occurred. The customer then removed the iab and tried pumping on "internal" mode and was able to pump without issue. A new iab was inserted, but an autofill failure alarm was generated once again. Both consoles were tried again with the second iab. The customer attempted a manual fill with a syringe, but afterwards the autofill failure remained. They removed the sheath and replaced it with a longer one. This was still unsuccessful so they then removed the second iab as well. The patient was transferred to the ICU department without successfully placing the iab. The patient was reported as stable, awake, alert, and oriented. There was no patient harm or adverse event reported. This report is for the 1st iab used in the event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure and extender tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).